Manufacturer narrative:
Correction: b3 field: date of event updated. Initial reporter information updated. H6 field: impact codes updated.

Event description:
It was reported that patient experienced infection. System was explanted. No additional patient adverse effects were reported.

Event description:
It was reported that patient experienced infection. System was explanted. No additional patient adverse effects were reported.